Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was cracked, chipped near reservoir compartment and screen was difficult to read. The customer¿s blood glucose level was unknown. Customer stated that the led went out and had dark spots on screen. Customer stated that the insulin pump received frequent no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip noted. The test reservoir was able to lock in place. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no delivery alarm not noted. Pump passed self test no back light anomaly noted.